Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. However, keypad flattened button dome switch (creased) was found on esc, act and up. Insulin pump received with cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was broken at the place where the safety clip was. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.